Event description:
It was reported that there was a mid-fiber break approx 20 cm from the beginning of the fiber; the aim beam could be seen through the fiber area broken. The procedure was completed with a second fiber. No report of injury to the pt and/or user.